Manufacturer narrative:
The guide wire was returned to csi for analysis. Investigation revealed the guide wire was fractured near the proximal solder bond at 323.5cm from the proximal end. The distal spring tip section was not returned for analysis. Scanning electron microscopy showed evidence of ductile torsion on the fracture face. This damage is consistent when abnormal stress condition exists in the area resulting in a fracture. At the conclusion of the analysis investigation, the root cause of the fracture could not be conclusively determined as the oad was not returned for analysis. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Csi ID:(B)(4).

Event description:
Treatment was performed in a 2.5mm, heavily calcified lesion in the distal right coronary artery (rca). A non-csi wire was exchanged for a viperwire advance guide wire. While advancing the diamondback 360 coronary orbital atherectomy device (oad), the wire was pulled out of position. The wire was re-positioned in the vessel and the tip of the wire became bent. The bend in the guidewire was resolved and a treatment was performed on low speed in the posterior left ventricular artery. Following treatment, the tip of the wire was not moving when attempting to be advanced. The oad and wire were removed. It was observed that the tip of the wire became fractured. No attempt was made to retrieve the fractured component due the small vessel. Balloon angioplasty was performed to complete the procedure. The patient was stable and admitted to the intensive care unit for observation. The patient was discharged the following day.